Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 365mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor also, alarmed a21 after battery change due to broken solder joint on interface board. No a17 alarm noted during testing. Unable to perform basic occlusion, occlusion, prime/a33, excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. The insulin pump has minor scratched display window, cracked reservoir tube lip and cracked belt clip slot. The insulin pump was returned without the original belt clip.